Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported a blood glucose value of 379 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-342, mmt-242a, mmt-7040a. Troubleshooting was performed. Pump passed the 5u fill cannula test. Insulin exits the tubing while the plunger was pushed. It was unknown that the customer was using the pump for 48 hours before the reported event and unknown whether the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342, mmt-242a, mmt-7040a. The customer requested the pump replacement and mmt-1884 will be returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest, successfully downloaded history files and traces using thump. Multiple nodelivery alarms from 05/08/2025 08:54:33.000 to 05/08/2025 09:17:12.000 during priming, basal delivery, and bolus delivery on event date. No unexpected no delivery alarms noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), pillowing keypad overlay, cracked case at belt clip rail corner, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. High bg anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.